Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100626257, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100599955, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During surgical evaluation, the balloon component was found to have herniated out of the space of retzius through the original incision site in the lower abdomen, where it had been implanted. This displacement prevented the device from functioning properly. The balloon was replaced, and further assessment showed that the migration had also prevented the cuff from fully occluding the urethra. Consequently, the cuff was replaced with a smaller size, reduced from 6.0 cm to 4.5 cm. It was mentioned that the previous surgeon determined that the 6.0 cm cuff provided a better fit for the patient. No additional patient complications were reported.